Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed and was unable to be recovered. The field service engineer (fse) noted that auxiliary drawer 2.1, row d, was not showing. The fse reseated the row-board cables and retractor bands on both auxiliary drawers 2.1 and 2.2. All pockets in drawer 2.1 were released, and the row-board cables at the trays were reseated. The drawer was tested in diagnostics, and all tests passed. The customer was able to recover the pocket and access multiple medications without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.1 was failed to recover. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.